Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed a rash at the pod¿s insertion site while wearing the device for more than 48 hours on the abdomen. The patient was taken to the doctors and diagnosed with skin irritation from adhesive. The patient was treated a prescription steroid.